Event description:
Atrial threshold has recently started rising and is now at 1.50 volts.0.40. Caller will try unipolar pace at next office visit. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).